Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. However, 100 retained samples were visually inspected, and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: " spot in tube x1".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "spot in tube x1".